Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/05/2023, that on (B)(6)2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred 6 days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, pimples, blisters, and drainage extending beyond the patch perimeter. The patient had itching and burning sensation in the area. On (B)(6) 2023 the patient consulted a health care provider and was prescribed an oral antibiotic medication (cefalexin unspecified dosage) for the infection. No additional event or patient information is available.